Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the suture was decolorized (white). Suture is broken near to the proximal end of the device. No other anomalies or damage were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was selected for use in a computer tomography guided drainage. During preparation, the physician noticed that the suture appeared to be clear or yellow, not black. Upon pulling the pigtail of the drain, the suture snapped. A second drainage catheter was prepared but the physician chose not to use it as it has the same color suture as the first one. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was selected for use in a computer tomography guided drainage. During preparation, the physician noticed that the suture appeared to be clear or yellow, not black. Upon pulling the pigtail of the drain, the suture snapped. A second drainage catheter was prepared but the physician chose not to use it as it has the same color suture as the first one. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.